Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 2.50 x 12 synergy ii drug-eluting stent, it was noted that the stent was damaged. The device never entered the patient's body and no patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the procedure was completed with another synergy stent.